Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, high, out of range high voltage lead impedance was observed. A pocket manipulation test and a defibrillation test were recommended. The physician decided not to make any changes and will continue to monitor the patient. The patient was asymptomatic and stable.